Event description:
Three different problems have been reported with this product: 1. The catheter is too soft and flexible making it hard to put down a pt's throat. 2. Sputum went through the trap system into the suction machine container. 3. The container for holding the suction solution leaked on to the floor.